Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on the right side, diagnosed by ultrasound. Health professional reported patient complains about pain in the right breast, swelling, pressure pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the anterior side assessed as unidentified (tear) opening (shell thickness was within specification) edema: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: wear abrasion observed on the device creases observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported rupture on the right side, diagnosed by ultrasound. Health professional reported patient complains about pain in the right breast, swelling, pressure pain. The device has been explanted.